Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Initial reporter. Occupation: other health care professional. PMA 510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged from the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed weakly. The device was disassembled and the tubes were disconnected for removal of powder. No clumps of powder or obstructions were found in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. Visual and physical inspections of the cannula and hole in the bottom of the powder chamber showed the cannula and diffuser chamber openings to be clear. A second functional test of the regulator and low pressure valve was attempted, however the lance inside the regulator rotated at this time and no further functional testing could be conducted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history records for the hemospray lot was reviewed. The hemospray device history record contains a nonconformance that could potentially be related to inability to spray. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the treatment of an ulcer bleed, the physician used a cook hemospray endoscopic hemostat. The physician used hemospray as their first initial therapy. Hemospray powder came out for about a second and then stopped. The user applied trouble shooting techniques including using both catheters and they could not get any hemospray to come out from the device. Both catheters were used for this device. The procedure was completed successfully with cook instinct hemoclips. The end user did note that during the first initial hemospray, they did not flush the accessory channel of the scope so they thought the catheter may have been clogged. Upon inspecting the catheter they did not see any clog. There was never any visual clog noted. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.